Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02197, 3005168196-2021-02198.

Event description:
The patient was undergoing a coil embolization procedure to treat cervical meningioma using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle), benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter and a guidewire. During the procedure, the physician advanced a smart coil in the target vessel and made multiple attempts to detach the smart coil using the first handle; however, the smart coil failed to detach. A second handle was then used but had the same issue; subsequently, the physician made several attempts to manually detach the smart coil but it still would not detach. Therefore, the smart coil was retracted. However, while retracting, the smart coil unintentionally detached into the distal of the microcatheter. The physician then pushed the smart coil with the pusher wire into the target location. The procedure was completed using non-penumbra coils, the same benchmark and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle could not confirm the reported complaint. Evaluation revealed an undamaged, functional device. The nose cone was removed from the handle body and was measured with pin gauges to be within specification. The handle was tested on a handle test fixture and performed within specification. The handle was used to detach a demonstration smart coil without an issue. The root cause of the detachment issue during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-02197 2. 3005168196-2021-02198 h3 other text : placeholder.